Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a turbinate reduction procedure, the adapter of the werewolf ent started smoking and burned. It is not known if the problem is the adaptor or the console. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection observed the center pin of the 8pin adapter has arc/burn damage to it. A functional evaluation revealed due to the condition of the returned device, it was not tested further. The complaint was confirmed and the root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include there may be a damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle of the adapter. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.